Event description:
The customer reported that the system displayed a communication failure error message three times and that a system reboot was required to regain system functionality. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ps1 power supply cable was replaced. The system was then found to be operating as intended.